Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative reported an adverse event regarding the spinal cord stimulator (scs) surgical lead that occurred during the procedure. The percutaneous lead was being replaced with a surgical lead, and the lead kept veering off to the right and they could not get it in the correct location. The patient was monitored for any change in motor function during the procedure, and the issue was identified when it was brought to the physician's attention that there was some loss of sensory and motor function. At that point, the physician aborted the case. The physician proceeded to check for a hematoma by performing a laminectomy, and he did not find one. The patient was then sent for an MRI, and they found some slight swelling of the cord at t10. The patient later woke up, and she was able to move her feet and legs. As of three days after the procedure, the patient was still in the hospital and had been walking and doing fine (other than being in normal post-op surgery pain). The issue was resolved. Additional information regarding the cause of the lead issue was requested. If additional information is received, a follow-up report will be submitted. Two leads were associated with this event. Please reference previously submitted regulatory report number 6000153-2015-00221 regarding the other lead.

Event description:
Additional information received from a manufacturer representative reported that the cause of the lead issue could not be determined. It was noted that the event was due to the patient's anatomy.